Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon cuff did not inflate, so asked to check whether the syringe or the balloon cuff was damaged. Used a new product.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. Evaluation observed tear at inflation funnel area of catheter. Sample was inflated with water and observed water leaking from the tear area. Tear was examined under microscope and noted to be rough. The tear looks like it was caused from outside. However, the exact cause of how and when problem occurred could not determine. A potential root cause for this failure could be over dipping caused stripping difficulty, torn funnels and premature deflators and might be contributed by user (example: contact with sharp object/mechanical failure/operator error/thin rubberize layer). A review of the device labeling has been conducted for investigation purposed. The IFU is attached on the investigation overview element. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Initial reporter name: (B)(6) hospital. Correction: d,e,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon cuff did not inflate, so asked to check whether the syringe or the balloon cuff was damaged. Used a new product.